Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal telemetry communication and no output. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis noted an anomalous current drain from a defective capacitor, consistent with the reported issue of battery depletion. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found normal. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.